Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings:a review of the black box showed call service 078 motor rewind errors. The pump would not complete rewind or load steps. A replace battery alarm prohibited further investigation. The pump was opened to find moisture/corrosion on the motor drive circuit and throughout the interior.